Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Ran occlusion test and no occlusion was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm and was not able to rewind. Insulin pump passed displacement test and motor error alarm did not persist. Customer reported that during troubleshooting, insulin pump received a no delivery alarm during priming. Troubleshooting was performed for no delivery alarm and customer was advised that insulin pump was working as designed. Customer was advised to monitor insulin pump.